Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during partial hepatectomy, at the first firing, the reload was connected to the handle, but when squeezing the handle to fire, the handle was stiff and could not be squeezed. The reload was reconnected once and the handle was attempted to be squeezed again, but the handle did not move at all. When a new reload was opened and used, the device was able to be fired. There was no patient injury.